Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove with the balloon dilatation catheter (bdc) was not able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The two treks referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that while attempting to preload the trek balloon dilatation catheter (bdc) over the balance middleweight universal (bmwu) guide wire resistance was met and the bdc seemed to drag during the advancement attempt and while attempting to remove the bdc from the guide wire. It was noted that a second trek bdc was attempted and met the same type of resistance. There was no reported patient effect. A third trek bdc was successfully used in the procedure without the noted issue of resistance. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.